Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. Customer reported that for the last 2 days the pump is showing insulin flow block, she has changed out the infusion set and reservoir. The customer has tried different cannula lengths. Customer states the tubing is not bent or kinked. Customer reports they do not feel okay to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and corrosion in battery tube.